Manufacturer narrative:
The customer did not observe any visible sample issues and qc was acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+ss (hcg+ss) on a cobas e 411 immunoassay analyzer. The initial result was 0.927 miu/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated with a result of 10000 miu/ml with a data flag. The hcg+ss reagent lot number was 55103603 with an expiration date of 31-oct-2022.

Manufacturer narrative:
Qc was acceptable. There was no indication of a reagent or instrument performance issue. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.